Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet and a damaged set screw.

Event description:
It was reported that during an implant procedure, it was not possible to turn the setscrew on the connector of the device. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.